Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. It was also confirmed that critical therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital due to syncopal episodes and at least one documented case of pacing inhibition for five seconds. Upon interrogation, the crt-p was found to be in safety mode with a magnet rate of approximately 72 beats per minute (bpm). Emergent device replacement was performed. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital due to syncopal episodes and at least one documented case of pacing inhibition for five seconds. Upon interrogation, the crt-p was found to be in safety mode with a magnet rate of approximately 72 beats per minute (bpm). Emergent device replacement was performed. No additional adverse patient effects were reported. The explanted device will be returned for laboratory analysis.